Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that main drawer 2.1 and pocket b1 had failed, but the user was able to recover both failed storage spaces. A field service engineer (fse) instructed the customer to unload and delete the medication, replace the pocket, and then reload the medication to resolve the issue. The system functioned as intended after the field service engineer assisted the

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubie failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.